Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). External/internal inspection was performed and passed. Temperature was within specifications and the device passed the electrical test. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. However, the reported issue was confirmed through the sample evaluation; the device failed volumetric accuracy testing. The cause for the failed volumetric accuracy test was determined to be deteriorated door piston foam. The piston foam was scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.